Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on bios password screen. A field service engineer confirmed that the station initially encountered a bios password screen issue. After powering down and replacing the cable, the station rebooted but froze and crashed at the medapp screen during login. The hard drive was replaced and reimaged. A field service engineer contacted csc and worked with agent resolved the sync issue. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station keeps turning off. It was reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.